Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/19/2021. H.6. Investigation: it has been received one used sample of 50ll with open blister lot 2008324 for investigation. Upon visual inspection of the sample received, it can be observed leakage between stopper ribs. The stopper is correctly assembled to the plunger, and no damage or molding defect can be observed in the syringe components that could cause leakage. DHR of lot 2008324 and 2007055 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of lot 2008324 and 2007055 are also evaluated. Upon visual inspection of these 20 retained simples, no damage or molding defect can be observed in the syringes that could cause leakage. Since no manufacturing defect can be observed in visual inspection of the used sample received and neither in retained samples evaluated and since retained samples meet iso 7886-1 annex d for leak test, the root cause of the alleged defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that two bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: when preparing with bd plastipak 50 ml we noticed that a number of syringes were leaking. When liquid is drawn up, this leaks out along the masher. We experienced this in both the sterile preparations and the cytotoxic preparations. This is disastrous for the accuracy of our preparations as well as for the safety of our preparers. Additional information from the customer: did the user have contact with the substance that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds). Yes, liquid has leaked onto the user's apron and gloves. There has been no contact with the mucous membranes. In a second incident, there was no contact with the fluid. Then the liquid remained between the stopper. Did the course of treatment need to be changed due to this incident? (E.g. Due to the incorrect dose of the drug that leaked) . No, the syringe in which fluid leaked was lost. We did not deliver it from the pharmacy. Did the leakage affect the administered dose of the medicine? -no, a new preparation was made for the patient. Did the defect lead to serious injury? No. Was there any medical intervention as a result of this incident? No, the user was protected by the gloves and apron. Other actions that had to be taken? Yes, new preparations had to be made. We took out syringes with the lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2008324, medical device expiration date: 2025-07-31, device manufacture date: 2020-08-25. Medical device lot #: 2007055, medical device expiration date: 2025-06-30, device manufacture date: 2020-07-06. (B)(4).

Event description:
It was reported that two bd plastipak¿ 50ml concentric luer lock syringes experienced leakage. The following information was provided by the initial reporter: when preparing with bd plastipak 50 ml we noticed that a number of syringes were leaking. When liquid is drawn up, this leaks out along the masher. We experienced this in both the sterile preparations and the cytotoxic preparations. This is disastrous for the accuracy of our preparations as well as for the safety of our preparers. Additional information from the customer: did the user have contact with the substance that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds) yes, liquid has leaked onto the user's apron and gloves. There has been no contact with the mucous membranes. In a second incident, there was no contact with the fluid. Then the liquid remained between the stopper. Did the course of treatment need to be changed due to this incident? (E.g. Due to the incorrect dose of the drug that leaked) - no, the syringe in which fluid leaked was lost. We did not deliver it from the pharmacy. Did the leakage affect the administered dose of the medicine? No, a new preparation was made for the patient. Did the defect lead to serious injury? No was there any medical intervention as a result of this incident? No, the user was protected by the gloves and apron. Other actions that had to be taken? -yes, new preparations had to be made. We took out syringes with the lot number.